Manufacturer narrative:
Evaluation of the returned ace68 revealed that the marker band was undamaged and intact on the distal tip of the catheter. No damage was observed at the ace68 distal tip. Therefore, the root cause of the reported complaint could not be determined. Further evaluation of the device revealed that the device was stretched and kinked on its distal shaft. This damage was not reported and was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the radiopaque marker of the ace68 was not visible on the monitor under fluoroscopy; therefore, the physician could not determine the positioning of the distal tip of the ace68. The ace68 was therefore removed. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.